Event description:
Information was initially received from a family member of the patient via a representative regarding a patient in (B)(6) who received morphine 10 mg/ml at a dose of 8.8097 mg/day. The patient¿s medical history included back pain. It was reported that during normal use the patient had symptom of nausea, vomiting, headache, diarrhea and was chilled at night ¿before came to admitted at hospital¿. Her implanted pump had alarmed. The pump logs noted that a motor stall alarm message occurred. The pump logs indicated the a ¿sudden¿ and unexplained pump stall on (B)(6) 2016 at 00:40 which recovered on (B)(6) 2016 at 12:35. The pump then stalled again, a hard stall, on (B)(6) 2016 at 00:39 with no recovery noted. This was referred as an under-performance of the pump and not reliable. The pump was programmed to minimum rate, 0.062 mg/day, and the patient had been managed for medication. The ¿pump stopped¿ had induced the patient¿s withdrawal symptoms. The patient was admitted to the ICU to monitor her symptoms and to replace her intrathecal morphine which totally stopped from the pump. She had been treated by morphine IV, also reported as ¿alternative ways e.g. Oral/IV medication¿, by the health care provider for morphine withdrawal and then ¿her symptom was better¿. As to any environmental, patient, or external factors that might have led or contributed to the event it was reported that the patient and spouse confirmed no falls and there was no electromagnetic interference (emi) and no recent magnetic resonance imaging (MRI) scan. The sudden motor stalled occurred without any accident/medical equipment used. The product was reported initially as implanted but out-of-service. At the time of the report on (B)(6) 2016 the issue was not resolved and the patient¿s status was reported as alive-with injury. It was later reported on (B)(6) 2016, prior to explant the patient also had symptoms of ¿splasm¿. The pump was replaced on (B)(6) 2016 which was ¿earlier than due¿. The patient had recovered and was stable and no immediate adverse event was reported. The explanted pump was being returned for analysis. The patient status was reported on (B)(6) 2016 to be alive-no injury and this issue was still not resolved. It was also reported that the data regarding if the patient¿s symptoms had resolved as result of the replacement was not provided from the health care provider but the representative would follow up.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train of the motor. Analysis identified stall due to shaft-bearing of the gear train of the motor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient information was copied and pasted from the old device which was implanted in the us. The patient now lived in (B)(6) permanently. The (B)(6) address would be updated in the next follow up visit. The patient¿s name reported was correct.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.